Manufacturer narrative:
The microcatheter, pushwire, and pipeline flex were returned for evaluation. The pushwire was found to be stuck inside microcatheter. For further investigation, the microcatheter was cut to remove the pushwire and pipeline flex. The tip coil appeared to be damaged. The distal and proximal ends of the pipeline flex were found fully opened with damaged braid. The microcatheter appeared to be flattened at two locations near the distal tip. An in-house mandrel was inserted through the microcatheter tip and hub and got stuck at the damaged locations. No other anomalies were observed. Based on evaluation of the returned devices, the report of pipeline flex failure to open distally could not be confirmed. The pipeline flex was returned fully opened with damaged braid. It is possible that the damaged braid may have contributed to the reported issue. The cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Event description:
Medtronic (covidien) received report that the distal end of a pipeline flex did not open. The patient was treated for a large unruptured saccular right cavernous carotid aneurysm. The pipeline flex was advanced into a microcatheter with great resistance. The distal end of the pipeline flex could not be opened although all maneuvers were done properly. It was resheathed and removed with the microcatheter. Another microcatheter and pipeline flex were used to treat the aneurysm without any problems. No patient injury was reported as a result of this procedure.